Event description:
A (B)(6) patient underwent nanoknife ire treatment to the liver on (B)(6) 2010. During the treatment, an adverse event was reported for supraventricular tachycardia (svt). During delivery of the ire pulses, the patient's heart rhythm changed to what the anesthesiologist described as svt. The treatment was paused and the heart rhythm corrected itself into normal sinus. There was no intervention needed. Treatment was resumed with the support of the anesthesiologist. After further treatment the heart rhythm went into svt. Treatment was paused and again the heart returned to normal sinus without intervention. The anesthesiologist suggested the patient's left bundle branch block was a contributor in the svt episodes.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported event of supraventricular tachycardia (svt) could not be ascertained. A possible contributor may have been due to the patient's history of left bundle branch block in heart. A definitive cause could not be determined since the device was not returned for investigation. This event issue will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).